Event description:
Dates of use: (B)(6) 2015. Diagnosis or reason for use: type 1 diabetes (diagnosed in (B)(6) 1982). Event abated after use stopped or dose reduced: yes. Glucotoxicity after switching to a new insulin pump - tandem t:slim. Have been having problems controlling my blood glucose since (B)(6) 2014 requiring no less than 2 doctor visits and 2 sets of blood tests and a drastic increase to my basal rates on this pump. To prevent waste of insulin many type 1 diabetics (including myself) remove unused insulin from the "empty" insulin pump cartridges and either insert back in insulin vial or use in a new cartridge. I've been in the habit of putting the insulin (novolog) back into the vial since starting on my first insulin pump in 1998. When I switched to the tandem t:slim in november 2014 the novolog in a new cartridge would work well for 24 hours but would "fail" beyond that time period. I have at least 4 subcutaneous lumps from previously removed infusion sites that have remained for over 2 weeks. This is not due to previous scarring from overused injection/infusion sites since I have been using a new vial of insulin for the past 6 days and this has not happened. Also, on the new "clean" vial of novolog my bg is completely back to normal requiring many adjustments to my previously increased basal rates (basal rates were significantly increased after all the issues with extremely high bgs). I want to know if something form the inside of the soft bag inside the t-slim cartridges is responsible for contaminating my vials of novolog. I have used at least 2 additional bottles of insulin since november all giving the same frustrating result of high bgs in the 200-400 range. Again, with the brand new vial I just picked up at my pharmacy last week my bg is way back down.